Event description:
Reportedly, on (B)(6) 2020 a intervention due to battery depletion was performed. It was noted that the ventricular threshold increased to 3.0v/1.0ms, therefore the physician decided to remove the subject ventricular lead and replace it. After the ventricular lead was removed, the associated atrial lead dislodged. The physician tried to correct the atrial lead position but failed. The atrial lead was then removed successfully, but the blood pressure of the patient decreased, echo revealed hemothorax. The whole system was explanted and discarded.

Event description:
Reportedly, on (B)(6) 2020 an intervention due to battery depletion was performed. It was noted that the ventricular threshold increased to 3.0v/1.0ms, therefore the physician decided to remove the subject ventricular lead and replace it. After the ventricular lead was removed, the associated atrial lead dislodged. The physician tried to correct the atrial lead position but failed. The atrial lead was then removed successfully, but the blood pressure of the patient decreased, echo revealed hemothorax. The whole system was explanted and discarded.

Manufacturer narrative:
Please refer to the attached analysis report.